Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
Height: 145 cm. The doctor judged that a malfunction occurred in the reservoir and the ventricular catheter, and they were replaced. There is noise when pushing the reservoir. This is the same patient from notification MDR #- 3004721439-2020-00140.